Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from an unknown location. Reportedly, the customer was hospitalized for diabetic ketoacidosis (dka). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.